Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold post lvad (left ventricular assist device) placement. It was also observed that the r-waves had dropped. It was noted that the lead appeared damaged by the lvad placement. Therefore, the rv lead was capped and replaced. It was additionally reported that there was placement difficulty with the replacement lead and that there was low r-waves when mapping across the right ventricle after one screw in attempt. It was also noted that the screw would not deploy after the first attempt. Therefore, the replacement rv lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.